Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had not yet attempted to leave the wall adapter plugged into a working outlet for 30 minutes to see if the pump would charge, so technical support instructed the caller to do so and planned to follow up.